Event description:
All attempts for further information about the death have been unsuccessful to date. Manufacturer follow up with the funeral home revealed the patient was buried with the vns device.

Event description:
Per the death certificate received to the manufacturer, the cause of death was anorexic brain injury, shock, acute blood loss hemolytic, dic (disseminated intravascular coagulation), and cardiac arrest. The death occurred in a hospital. No autopsy was performed.

Event description:
It was reported by the neurologist that the vns patient had passed away on (B)(6) 2012. No other information was provided. Last known diagnostics were taken on (B)(6) 2011. A battery life calculation estimated the generator was likely not at end of service. Attempts for additional information and a copy of the death certificate are in progress.